Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v855587, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient¿s ¿leads detached¿ due to a bad fall on their right hip. The patient could feel the ¿lead wires¿ moving around. It was indicated the lead and implantable neurostimulator were revised and moved to the right side on (B)(6) 2014. Within the past three weeks, the patient could feel ¿the pulse¿ in their right foot. Stimulation was turned down and that sensation went away. No outcome was provided with this event. Further follow up is being conducted to obtain this information. A follow up report will be sent if additional information is received.